Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#: 223135 lot#: l964406 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure, it was observed that the outer tip on the 4.5 healix advance peek three-suture anchor device fractured (broke) during insertion. The sales rep stated that fragments were created and removed easily without additional surgical intervention. The case was completed with no patient harm or time delay using the same bone hole. There were no procedural factors that contributed to the event but potential hard bone was a factor. The anchor was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.